Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. G is currently available. Section 1, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr range. Section 6 also provides instructions on caring for and controlling infection. The IFU also includes instruction on how to create the driveline exit site. This includes using an outside-in technique from the inner abdominal wall and routing inferior to create a long and gently curved tunnel path passes through the right rectus abdominus and subcutaneous tissue to an exit site in the right upper quadrant. The heartmate 3 lvas patient handbook, rev. G, is also available. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient did experience infection due to the placement of the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a colonoscopy it was accidentally discovered that the driveline crossed the colon during initial implantation. A pump exchange was performed to limit the risk of infection.